Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 411 mg/dl ,however hid sensor glucose was 148 mg/dl. Blood glucose value from reported event was 369 mg/dl. Sensor glucose value from reported event was 199 mg/dl. Insulin delivery was not suspended. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.